Manufacturer narrative:
Patient was born in (B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized on the same day as onset of the event. The cause was reported as related to poor source of water or poor environment, which is often a factor that are out of the patient's control. The patient was treated with unspecified antibiotics. Twenty one days after event onset, antibiotics treatment was discontinued and the patient was recovered from the event. Pd therapy was ongoing. Additional information is not available.